Event description:
The caller reported that his customer notified him that they have an 8dct tracheostomy tube that had a leak in the pilot balloon. The caller did not know the lot number, or if the tracheostomy tube was pretested. The tracheostomy tube was placed in the pt within the past 2 weeks. The leak was discovered last week. The air was leaking from the pilot balloon. They repaired the tracheostomy tube using a tracheostomy tube repair kit. They removed the existing pilot balloon, and valve from the tracheostomy tube, and replaced the pilot balloon and valve with new items from the repair kit. The original 8dct tracheostomy tube was still in the pt and will be replaced with a new 8dct.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.